Event description:
The implantable cardiac program exhibited early battery depletion. There are no indications, such as high volume of charges or shocks, noisy electrograms or high pacing percentage that would account for the premature battery depletion.